Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). No related capas. The customer returned the affected base unit, to natus. (B)(6) 2024: per ebs depot repair notes, depot repair looked at the base unit and the gnd to +15v has a 5.8ohm short. +15 output of the power supply is shorted and burnt up. The device is currently with engineering for further investigation.

Event description:
Part 515-015300 edx base unit - power on system and unit sparked. The equipment started pulsing while unattended. The staff heard it and unplugged the system because it was smoking. There was also a burnt plastic like smell. The customer then re-plugged the machine, it started pulsing and smoking again. No injuries reported.

Manufacturer narrative:
Ref natus complaint#(B)(4). The customer was shipped an exchange edx base unit, serial number (B)(6), for resolution. The customer was sent instructions for the return of the affected base unit, to natus. Risk review: (B)(4) rev 33 emg/ iom middleton products risk assessment spreadsheet hazard ID 2.2 cause - electronic component short-circuits or malfunctions in a way which causes flame/ fire effect (harm) - fire could cause death or serious injury to operator, patient or others. Residual risk: medium inherent to use of emg equipment. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-001647, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Further investigation to be carried out.

Event description:
Part 515-015300 edx base unit - power on system and unit sparked. The equipment started pulsing while unattended. The staff heard it and unplugged the system because it was smoking. There was also a burnt plastic like smell. The customer then re-plugged the machine, it started pulsing and smoking again. No injuries reported.

Event description:
Part 515-015300 edx base unit - power on system and unit sparked. The equipment started pulsing while unattended. The staff heard it and unplugged the system because it was smoking. There was also a burnt plastic like smell. The customer then re-plugged the machine, it started pulsing and smoking again. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Installation date of the device: serial (B)(6) - december 19, 2023. Investigation results: power supply output is burnt up. Gnd to +15volts is a 5.8ohm short. Replaced power supply, burned-in 24hrs and edx base passed functional test. Root cause/probable root cause: suspect output cap c25 shorted and burnt up. Recommended actions: no action, this is the first time this failure has been seen. Failure confirmed: yes. Investigation result code: neuro sbu/failure electrical component.